Manufacturer narrative:
B5 describe event or problem- additional information e1 initial reporter street line 1- additional information h2: additional information.

Event description:
Subsequent to the initial MDR, additional information is required.

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to restore the connection. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).